Event description:
It was reported that there was high threshold, high impedance of greater than 3000 ohms through the device, and a suspected connection issue between the lead and header. The device was explanted. No patient complications have been reported as a result of this event.